Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that "consecutive" cartridge alarms occurred during the load sequence. Customer continued to use current pump. There was no adverse impact to the customer¿s blood glucose level.